Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 29 units after the delivery of approximately 11 units. Reportedly, the cartridge was filled with 260 units of insulin. Blood glucose level was 212 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.